Manufacturer narrative:
The device and non-boston scientific lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stored many vt and nsvt episodes. A review of the episodes showed noise. The physician questioned a lead issue, or if the oversensing was due to the mv sensor. The episodes started when this device was implanted with the chronic non-boston scientific right ventricular (rv) lead. It was noted the patient was not pacemaker dependent. Device data was submitted to technical services for review. Upon review, the observed artifact that was being oversensed every 50ms was most likely the respiratory sensor signal. The device was programmed with right rate on for driving the heart rate. Technical services recommended turning off the mv as a heart rate driver sensor and explained the steps to do that. It was also noted that there was one rv lead pacing impedance measurement out-of-range, from (B)(6) 2016. No adverse patient effects were reported.

Manufacturer narrative:
The device and non-boston scientific lead continue to remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was experiencing pectoral stimulation. As a result, a revision was performed to check the lead connection. The lead was disconnected, the terminal pin was cleaned, and the lead was reconnected to the header. Testing was performed and the physician decided to leave the lead implanted and in service. Boston scientific technical services was contacted during the procedure and provided troubleshooting and guidance. No additional adverse patient effects were reported.